Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent an open reduction/internal fixation with the drill bit in question. During surgery, the drill bit was broken off. During drilling, the drill bit has interfered with the k-wire, so the surgeon guessed that the drill bit was broken off at the time of drilling. However, the definite cause is unknown. Approximately 6mm of the broken drill bit remained inside the body. The surgery was completed successfully without any surgical delay. No further information is available.